Event description:
Started having extreme abdominal pain. Went to my gyn and had many tests ran and found my uterus is enlarged from the novasure and recommends a hysterectomy, but cannot guarantee whether it will fix the problem.